Event description:
It was reported that when the devices were used during a vaginal hysterectomy procedure, the handles of the devices broke during firing. Another device was used to complete the case. There was no consequence to the pt.